Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display, blank display and motor error. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer stated that the pump under her arm and got a no delivery alarm and went to change the battery and had a motor error. They were unable to troubleshoot motor error and no delivery because of blank display. The customer was advised to revert to a back up plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.